Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a,b,c,d & g grid,remedial action required and remedial action omit: a1601 - device alarm system (1012), g04037 - cover, b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available.

Event description:
It was reported that an 8110 syr was affected by plastic recall. Unit is affected by r118 handles and rear case. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr was affected by plastic recall. Unit is affected by r118 handles and rear case. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.